Event description:
It was reported to philips healthcare that the device stated co2 calibration was overdue. When attempted to calibrate the co2 module would not pass calibration. It is stated to be unknown to patient involvement.

Manufacturer narrative:
Pr#: (B)(4).